Manufacturer narrative:
The device was received at pentax medical on service order 3137182 for further evaluation. The device was inspected where the user narrative was not confirmed, however additional defects were found. Inspection findings are as follows: insertion tube bump at end of root brace, passed dry leak test, passed wet leak test, customer complaint not duplicated, distal body chip at channel opening at thinnest part, hole in # 2 remote control button cover, serial plate mild discoloration, operation channel- primary mild resistance, accessories scope case foam damaged biopsy insulation ring deformed, # 2 remote control button cover cracked, control body frame based plate coating peeling. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On 20-dec-2021, a device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 22may2007 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video scope eg-2990i. In the event reported, the customer stated there is an object stuck in the channel. . The event timing is in the procedure during pre-procedure inspection. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.